Event description:
Reportable based on analysis approved 30-apr-2007. It was reported that during a ureteroscopy with stent placement treatment procedure, the guidewire appeared to have unravelled. The physician experienced guidewire resistance during removal through the stent and appeared to have unravelled once they got the device out of the pt. The procedure was successfully completed with another of the same type of guidewire. It was reported that there were no injuries or complications for the pt. Pt status is reported as "fine."

Manufacturer narrative:
Returned product analysis revealed a fracture of the corewire from the ballweld. The corewire was fractured from the ballweld and the distal coils are elongated. The coil is elongated approximately 73.5 cm in length. The corewire is kinked at approximately 1 cm from the fracture point. Scraped coating was noted starting at the ballweld and extending to 1 cm. Scraped coating was also noted at approximately 68 cm from the proximal end and extending 2 cm in length. The wire does not reveal any delamination or peeling of the coating. The returned amplatz ss wire exhibited a fractured core wire. Micrographs showed that the fracture occurred within the core wire's haz (heat affected zone), adjacent to the ball weld, in a tensile direction. The position of the core wire within the weld ball resulted in a shear-type fracture plane as shown by an angular fracture surface and elongated ductile dimple ruptures. Also noted was proximal core wire wall reduction at the fracture site. The batch number for the incident device was not reported. A shipment history was performed for all batches sold to this customer within the past year. Results identified one potential batch. A device history review was performed and revealed no anomalies related to the complaint; lot met all specifications. The identified lot number, 9329283, has not been involved in previous complaints. We are unable to determine the root cause of the reported complaint.